Event description:
Healthcare professional (hcp) reports homepatient (hp) was diagnosed with peritonitis on 12/17/97, admitted to the hosp for 3 days and treated with ip antibiotics. Post event, hp reported to hcp that he experienced a leak in tubing of his 12 ft extension pt line used for apd therapy, but cannot recall exact date of this incident.